Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site when charging. Database analysis revealed that the ipg temperature while charging was within the acceptable range and showed no signs of issues. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site when charging. Database analysis revealed that the ipg temperature while charging was within the acceptable range and showed no signs of issues. The device appeared to be working as expected. The patient will undergo an ipg replacement procedure.